Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced usm to resolve the issue of being stuck. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis; however, failure analysis is still pending.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, user informed the technical support engineer (tse) that they experienced issues with the universal surgical manipulator (usm) 4. The user performed a power cycle on the system. The tse reviewed and confirmed multiple ongoing errors associated with the usm 4. The user continued with the procedure as planned. No known impact or patient consequence was reported.